Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
Additional information received reported the patient had several refills since this adverse event was reported with no issue. It was noted the symptom the patient had was extended numbness of the legs and the exact programming error was unknown. It was also reported the patient had lidocaine in the mixture and they were changing the drug concentration that day. It was further reported the healthcare provider (hcp) aspirated the catheter 1.4 cc, 1.2 cc, and 1.4 cc. Noting catheter length and the patient had severe numbness in both legs for approximately 2 to 3 hours following that refill. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that an overdose with symptoms of ¿numbness/blocking¿ the rest of the day from the bupivacaine that was removed from the patient¿s drug cocktail¿. The reporter thought this occurred on 2014 (B)(6) but the health care provider (hcp) told her it was (B)(6) 2013 when it occurred. The patient reportedly went to the hospital, was released and had been back to the clinic since then. It was also noted, the patient had secondary behavioral issues. Pump print outs from 2014 (B)(6) and 2014 (B)(6) were referenced and it was noted there was a last change seen on 2014 (B)(6) at which time a totally new drug was programmed. Both dates there was a bridge bolus programmed and the medication was also switched from fentanyl to hydromorphone and bupivacaine was removed. The reporter had originally thought there was a system content removal procedure with three aspirations of 1.4cc, 1.4cc and 1.2cc which was the normal protocol per the clinic. It was noted, the clinic was very seasoned with these types of scenarios but the reporter only saw bridge boluses on the printouts which didn¿t make sense. It was determined a bridge bolus was incorrectly programmed. It was noted that the dates, drugs and timeframes were inconsistent so the reporter was going to contact the hcp to confer with them. The device system was previously used to deliver fentanyl 200mcg/ml ¿to 400 to 45mcg¿ at a dose of 95.88mcg/day ¿to96.125mcg/day¿ and bupivacaine 40mg/ml at ¿9.588mcg/day¿ and currently delivered hydromorphone ¿200mcg/ml to 400mcg/ml¿ at 72 mcg per day and clonidine ¿100mcg/ml to 22.5mcg/ml¿ at ¿18.2mg to 23.9 to 48.06 mcg/day¿. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was provided via pump print outs from (B)(6) 2014 and it was noted there was a last change seen on (B)(6) 2014 and confirmed the pump contained fentanyl 400.0 mcg/ml, clonidine 100.0 mcg/ml, and bupivacaine 40.0 mcg/ml (bupivacaine was added at that time) and a bridge bolus was performed. The old desired doses were fentanyl 96.125 mcg/day and clonidine 48.063 mcg/day. The new daily drug doses were fentanyl 95.88 mcg/day, clonidine 23.97 mcg/day, and bupivacaine 9.588 mg/day. The bolus duration was 4 hours and 31 minutes. Per the session data report provided from when the pump was examined on (B)(6) 2014 indicated bupivacaine was removed. The concentration of fentanyl was decreased from 400 mcg/ml to 40.0 mcg/ml and clonidine was reduced from 100.0 mcg/ml to 10.0 mcg/ml, but the doses remained the same. A priming bolus was completed on (B)(6) 2014 with a nine minute duration. Two additional session data reports were provided for (B)(6) 2014 with no changes seen. Additional pump print outs showed the patient was examined on (B)(6) 2014 and the pump contained hydromorphone 72.09 mcg/day and clonidine 18.02 mcg/day. The print outs showed from that day a bridge bolus occurred and the previous drug doses were hydromorphone 72.0 mcg/day and clonidine 36.0 mcg/day. Pump print outs from (B)(6) 2014 showed at the time of interrogation the pump was being used to deliver hydromorphone 200.0 mcg/ml at a dose of 72.09 mcg/day and clonidine 100.0 mcg/ml and dose of 36.05 mcg/day and the last change was recorded on (B)(6) 2014. At the time of interrogation a bridge bolus was performed following an increase in concentration of hydromorphone to 200.0 mcg/ml from 400.0 mcg/ml. The new daily doses were clonidine 18.02 mcg/day and hydromorphone 72.09 mcg/day. The bolus duration was 26 hours and 48 minutes. A follow-up report will be sent if additional information becomes available.